Manufacturer narrative:
During the eval of the device at the manufacturer's service center, the customer's complaint was confirmed. Temperature alarms were found in the ventilator's downloaded error log. The value of the temperature readings associated with the alarms indicate a failure of the blower motor temperature sensor, not an overheating condition. "Ventilator inoperative" codes were found in the ventilator's error log. The device's blower motor was replaced to address the issue. The ventilator was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).

Event description:
The manufacturer received info alleging the ventilator overheated and shut down while the device was in pt use. There was no pt harm or injury report.